Event description:
During filter placement on a pt femoral in 2008, the physician was ready to place the filter via femoral approach. When he went to unsheathe the filter, the legs did not deploy. (3002808486/2008/00020). The physician retrieved both filters via jugular approach and then deployed a tulip ivc jugular filter for the patient. The patient outcome is fine. The filter was being placed due to a scheduled gastric bypass.

Manufacturer narrative:
Event evaluation - still under investigation.